Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. During a levophed infusion at 4mcg/min (7.5 ml/hr) in 240ml the pump showed 70ml as the volume to be infused; however, the bag was observed to be empty. The patient was already deemed ¿unstable ¿and due to the pump inaccuracy, the patient¿s blood pressure was ¿highly fluctuating.¿ the pump and tubing were changed. The event occurred in the trauma intensive care unit (ticu). No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.